Event description:
It was reported that the customer was treated by paramedics due to hypoglycemia. The customer's blood glucose reading was 21 mg/dl at the time of the event. It was reported that the insulin pump alarmed motor error. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to the motor encoder being out of phase.